Event description:
The patient was enrolled in the champion- af study on (B)(6) 2022 with patient identifier (B)(4). It was reported that pericardial effusion (pe) occurred. Nineteen days after enrollment, a left atrial appendage (laa) closure procedure was performed. Prior to index procedure aspirin (81 mg) was administered. The patient underwent successful placement of a 20 mm watchman flx device with complete laa seal and deployed device diameter of 17.0 mm. During the post-procedure transesophageal echocardiogram, a pe measuring 6 mm was revealed along with a left to right atrial septal shunt of >3mm. The next day the patient was discharged on rivaroxaban (20 mg) and aspirin (81 mg).

Event description:
The patient was enrolled in the champion- af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that pericardial effusion (pe) occurred. Nineteen days after enrollment, a left atrial appendage (laa) closure procedure was performed. Prior to index procedure aspirin (81 mg) was administered. The patient underwent successful placement of a 20 mm watchman flx device with complete laa seal and deployed device diameter of 17.0 mm. During the post-procedure transesophageal echocardiogram, a pe measuring 6 mm was revealed along with a left to right atrial septal shunt of >3mm. The next day the patient was discharged on rivaroxaban (20 mg) and aspirin (81 mg). It was further reported that there was no pericardial effusion and thus this event was withdrawn.

Manufacturer narrative:
B5: narrative updated. H6: coding updated.